Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient underwent primary breast augmentation with mentor smooth round moderate plus profile 375cc saline breast prostheses. Through physical examination, it was diagnosed that the left breast prosthesis had deflated. As a result, the patient underwent unilateral removal on (B)(6)2018.

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation observed a rent measuring approximately 1.8 cm on the posterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were found. The complaint was confirmed since a rent was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. The device history record (DHR) of lot number 6426441 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor became aware that the patient actually underwent bilateral removal and replacement with these devices: (left) mentor smooth round moderate plus profile catalog #3502375 sn #(B)(4) and (right) mentor smooth round moderate plus profile catalog #3502400 sn #(B)(4). The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).